Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast though not verified, patient was implanted with coloplast restorelle directfix anterior mesh. Later the patient experienced chronic infection, mesh erosion and exposure, dyspareunia, chronic cystitis, vaginal discharge, stress urinary incontinence and areas of the bladder were erythematous. The visible mesh was excised; a blunt dissection was used to separate the bladder from the anterior vaginal wall tissue.